Event description:
It was reported, the camera head was blurry and not focusing. The issue occurred during an therapeutic cystoscopy procedure and was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
E2: health professional - n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. (Olympus will continue to monitor the field performance of this device.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.